Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure and reimplantation on (B)(6) 2004 due to hematoma. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 2004. Date explanted - (B)(6) 2003.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2004 due to hematoma. No further information has been provided to date. Additional information received noted patient underwent an irrigation and debridement procedure on (B)(6) 2003 due to superficial hematoma. Subsequently, the patient underwent a radical debridement procedure on (B)(6) 2003 due to infection. The patient was reimplanted on (B)(6) 2004.